Manufacturer narrative:
(B)(4). D6a. Implant date: between (B)(6) 2013. D10. Unknown cup item# unknown, lot# unknown. Unknown stem item# unknown, lot# unknown. Unknown liner item# unknown, lot# unknown. Unknown bearing item# unknown, lot# unknown. G2. Report source: germany. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported that the patient had an initial hip procedure on unknown date in 2013 where tripolar cup with stem were implanted. Subsequently, experienced a fall event with spontaneous pain in right hip. No information about revision surgery planned or performed. Due diligence is in process and no further information on the reported vent has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: a2, a3, b2, b3, b4, b5, b7, d1, d6b, d10, e1, e3, g3, g6, h2, h6, h10, h11. D10. Unknown head 28 item# unknown lot# unknown. Unknown mia stem item# unknown lot# unknown. Unknown polyethilene insert item# unknown lot# unknown. Unknown cone item# unknown lot# unknown.

Event description:
It was reported that the patient had and initial right total hip arthroplasty on an unknown date in 2013. Subsequently, approximately 12 years later, the patient was revised due to ceramic head breaking. During the revision three large pieces and several small fragments were noted. The head, cup, and polyethylene were revised. Diligence is completed and no further information on the reported event has been provided.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable as it was confirmed that the reported event was unrelated to the reported zb device. The initial and follow up report were forwarded in error and should be voided.

Event description:
Upon reassessment of the reported event, it was determined to be not reportable as it was confirmed that the reported event was unrelated to the reported zb device. The initial and follow up report were forwarded in error and should be voided.